Manufacturer narrative:
Additional clarification was received on the event on (B)(6)2020. The adverse event for the male patient was discovered post use of the thermocool® smart touch® sf uni-directional navigation catheter for a right sided atrial flutter. The physician proceeded to go transseptal for cryo atrial fibrillation ablation and once positioned in the left atrium and freezing the veins, the patient¿s pressure dropped and the patient went into cardiogenic shock. The procedure was then aborted and CPR was periodically performed until the impella pump was placed. The patient was transferred to the intensive care unit for observation and was in stable condition, made full recovery and was discharged in a timely manner. The physician stated that the patient¿s condition was due to the patient¿s tolerance to anesthesia and not a result to the product or procedure. Therefore, a3. Sex was processed. In addition, the physician¿s information was provided. Therefore, e1. Initial reporter title; e1. Initial reporter first name; e1. Initial reporter last name; e1. Initial reporter email; e1. Initial reporter phone; e2. Health professional?; and e3. Initial reporter occupation were processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30313911m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent afib - paroxysmal ablation procedure with cryo balloon and thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiogenic shock requiring CPR and surgical intervention. During the procedure, the patient went into cardiogenic shock. No pericardial effusion was seen via (ice) intracardiac electrocardiogram. CPR was performed and an impella pump was inserted. The procedure was aborted. The patient was transferred to intensive care unit for observation and is in stable condition and was discharged. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event will be conservatively reported under the biosense webster, inc. Ablation catheter (thermocool® smart touch® sf uni-directional navigation catheter).